Manufacturer narrative:
Two devices from the same lot were initially reported, however it was confirmed that lot 0008968299 was reported twice in error and there is only one device involved in this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a mildly tortuous and calcified lesion exhibiting 80% stenosis located in the distal right coronary artery (rca). There was no damage noted to the packaging of either device. There were no issues noted when removing both devices from the hoops. It was reported that stent deformation occurred to both stents in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.